Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to perform a baseline. The cause for the failure was isolated to a damaged belt cable receptacle. The pin for the white pulse wire was damaged. The root cause for the damaged pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor reported that it was unable to undergo incoming functionality testing.